Event description:
Clinic notes were received from the patient's physician. The notes dated (B)(6) 2012, reporting that the patient did have a cardiology evaluation, and it was determined that she has arrhythmia not related to vns. On (B)(6) 2012, it was reported that the patient was scheduled for arrhythmia follow up, and she has been stable. The previous notes on (B)(6) 2012, indicated that the patient reported going to the cardiologist on (B)(6) 2012, and her test was incomplete. The patient was experiencing tachycardia.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the patient's age at the time of the report event incorrectly.

Event description:
It was reported that since being implanted with vns in 2003, a vns pt has had an issue with her heart rate increasing during exertion, such as exercise, which is believed to occur with vns stimulation. The physician indicated that typically these episodes are brief and are limited to when there is exertion. During these episodes, the heart rate would increase to around 120 bpm. The pt was always just told to be cautions regarding this. However, about three weeks prior to the report while the pt was running on the treadmill, her heart rate went up to 200 bpm and stayed at that level for one or two hours. The pt is now being seen by a cardiologist. However, attempts for additional info have been unsuccessful to date.